Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout, and was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site could take 3d spins, however they could not take ap and lateral 2d images. The site rebooted multiple times with no resolve. There was no patient present.